Event description:
Erratic readings completed within 10 minutes (282,92,93 & 85 mg/dl). Tests were performed on the finger. Please note that the customer did not wash and dry his hands prior to tesing and that the customer squeezed the test site excessively to obtain a sample. There was no report of death, serious injury or mistreatment.